Event description:
I had a surgical mesh implanted in (B)(6) 2006 and removed in (B)(6) 2014. The mesh was for inguinal hernia. I had severe disabling constant pain from the time it was implanted. Additionally I suffered from severe exhaustion and weakness and over time also tested positive for rheumatoid arthritis, had frequent illnesses, difficulty breathing, joint and bone pain and cerebellar ataxia. Prior to surgery I had no on-going health problems. When the mesh was removed it was discovered that it had eroded into my femoral artery, as well as having entrapped two major nerves and caused significant scarring and damage. (B)(4).